Event description:
The customer reported that they had taken their acuity system down for maintenance, but could not restart it successfully. Troubleshooting with welch allyn technical support was not successful in restarting the system either. There were no pts on the system since the customer had taken it down for maintenance.

Manufacturer narrative:
Hard disk drive. MFR's eval summary: the device is an installed centralized pt monitoring system that utilizes a sun micro-systems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Testing of the suspect device confirmed the complaint that the unit would not restart. We identified a failure of the hard disk drive within the cpu (central processing unit). The hard disk drive is a commercial off-the-shelf component and is not a repairable item. Welch allyn factory service installed a new disk drive in the cpu to restore normal operation. Welch allyn factory service repaired and tested the device and returned it to the customer.